Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the colon during a dilatation procedure performed for the treatment of stricture on (B)(6) 2025. During the procedure, while dilating, the balloon burst at 4-5 atm. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Note: the instruction for use (IFU) states that the cre fixed wire balloon dilatation catheters are indicated for use in adult and adolescent populations to endoscopically dilate strictures of the esophagus. However, the complainant reported that the anatomy location of the procedure was at the colon.